Manufacturer narrative:
Concomitant products: syringe; ns IV bag; therapy date (B)(6) 2016. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the connections were leaking when the user pushed about 5cc of adriamycin and noticed a small drop occurred after completion of ivp med, no other drops were noticed.